Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that upon regular in-clinic appointment, it was noted that this device was unable to be interrogated and had stopped being monitored shortly after end of life (eol) was reached. It was alleged the battery had prematurely depleted. Boston scientific technical services was contacted to explain the lack of telemetry at eol and recommended device replacement. The physician elected to explant and replace the device to resolve the event. The patient was stable with no additional adverse effects reported. The device was subsequently received for analysis.

Event description:
It was reported that upon regular in-clinic appointment, it was noted that this device was unable to be interrogated and had stopped being monitored shortly after end of life (eol) was reached. It was alleged the battery had prematurely depleted. Boston scientific technical services was contacted to explain the lack of telemetry at eol and recommended device replacement. The physician elected to explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device was received for analysis and is pending investigation completion.